Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
There were no failures found and the device passed all testing.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).